Manufacturer narrative:
(B)(4). Additional information: surgeons informed the team that there was no tension on the anastomosis nor any ischemia identified at the anastomotic site in the reoperations. In all cases the surgeon performed an intraoperative sigmoidoscope and staple formation was adequate.

Event description:
It was reported that after a low anterior resection procedure, there was a leak seven-day post surgery and the surgeon states it's because of our circular stapler. The original procedure went perfectly, the device was used correctly and there were no patient consequences. Surgeon scoped and looked at the image of the staple line and also pressure tested with water bubbles; no leak. Seven days post surgery, the patient came in and the doctor did a revision to correct the leak. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.